Event description:
It was reported that this right ventricular (rv) lead has been exhibiting a gradual decrease in pace impedances with the latest in-clinic measurement observed to be less than 200 ohms, which is out of range. There was no noise observed on the stored electrograms and the pacing threshold was noted to be stable. Boston scientific technical services provided a detailed lead evaluation recommendation as well as guidance to consider a synchronous shock test. The lead remains in-service. There were no adverse patient effects.